Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since implant, the patient was having recharging issues. They weren't able to connect to the ins unless the recharger therapy module (rtm) was plugged into the controller. Also, the rtm was getting really warm/hot. On (B)(6)2020, they reported they couldn't get the charger to work; when trying to connect to the ins they were seeing the no device found message, and because of this the controller battery was being sucked dry and would need a recharge in less than a day. They reported that they were able to charge the pc normally at one point, but now they couldn't get it to charge normally. The patient was sent a replacement lithium-ion battery because the controller was not holding a charge. On (B)(6)2020, the rep contacted patient services and reported the rtm was getting warm/hot around the box site along the cord and the wiring at the base of rtm paddle part was starting to look frayed. The also reiterated the issues of the controller not holding a charge and the difficulty with distance telemetry between the ins and the controller. A replacement rtm was also sent to the patient. No symptoms were reported. No further complications were reported or anticipated. Additional information was received from healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient just started using the new recharger module that was sent out so the rep was not sure if the telemetry/no device found message issue resolved. Cause was unknown. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found that the cord was frayed this regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.